Event description:
The customer reported to olympus, the gastrointestinal videoscope does not invert. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: light guide lens has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to wear of scope cover, water tightness is lost, switch box has a scratch, air/water cylinder has no color, suction cylinder has no color, forceps channel port is shaved, scope connector case unit is dirty due to water leakage, plug unit has corrosion due to water leakage, scope connector cover unit has corrosion due to water leakage, circuit board unit in suction connector has corrosion due to water leakage, cable unit has corrosion due to water leakage, due to damage on bending section cover, insulation resistance value at distal end does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, objective lens has a crack, light guide lens has a crack, connecting tube has a buckling, universal cord has buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the lightguide lens could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the scope cover, proper device reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.